Event description:
The customer reported that the device was not sealing well. The customer used a new handpiece to complete the case. There is no further information available from the site.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection noted heavy eschar between the jaws. The customer reported that the device did not seal well. The reported condition was not confirmed. The device was mechanically tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaws opened and closed normally when the latch was retracted and released. Jaw force was acceptable. Power curve testing was performed and passed at all levels. The device was plugged into a force triad generator with the generator set at 2-bars. Full thermal effect per cooking and steam was visually verified when tested on simulated tissue. Full thermal effect per cooking and steam was visually verified when tested on multiple samples of varying thickness porcine renal tissue. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.